Manufacturer narrative:
Other text: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the tubing was leaking from the luer lock connection which connects to the infusion line. Multiple incidents occurred. No adverse patient effects were reported by the customer.

Manufacturer narrative:
Other text: d4 UDI: (B)(4). Device evaluation: we received 4 units for investigation. Visual inspection performed a crack is observed and another sample the circuit connector which could cause leakage. Functional test performed and found that sample one and sample four failed the leak test. Based on the analysis of the returned units and the review of the mitigation measures during the manufacturing process it was determined that the root cause of the reported failure mode is associated with the luer of sample one and sample four being cracked which causes leakage, the defect in the raw material could not be reproduced using the assembly process tools. For all enquiries or follow-up questions related to the record, do not use regulatory.responses@smiths-medical.com located in sections g.1., please direct those to the following: regulatory.responses@icumed.com.